Manufacturer narrative:
Philips service recreated the database, and follow-up was identified as needed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a database full error occurred despite patient deletion on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.